Event description:
A malfunction alarm identified as "malf 0" was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was advised that the pump could continue to be used and to contact technical support if the malfunction code appeared again.